Manufacturer narrative:
The tech found the bed exit tape switches were stuck closed. He replaced the tape switches to repair the bed.

Event description:
Info received indicates the bed exit is not alarming.